Event description:
Soft contact lens user developed culture proven fusarium keratitis requiring emergent corneal transplantation. Risk factors included 30 day continuous wear contact lens use without disinfection. She did not use renu moistureloc solution, but did report using renu "rewetting" eyedrops occasionally. The case was complicated by initial misdiagnosis and mismanagement of her microbial keratitis by the initial optometrist who treated her with high dose topical steroids (pred forte) between 2/5/06 to 3/23/06. The fusarium species was identified on corneal biopsy and confirmed by the state mycology lab on 4/13/06. Final clinical outcome is uncertain.